Event description:
Additional details were provided on follow up phone call, customer stated the device failed during use on the patient and the patient "desatted". No further details were provided. Additional information and log files will be added to this complaint when they become available.